Manufacturer narrative:
In conclusion, the investigations conducted so far did not reveal any deviation and/or malfunction of the reagent reverse-cyte a1, b 0.8%, ref. 213660, lot 641419001, exp. 2019-02-23. Medion grifols diagnostics (B)(4) has not received any other complaint related to this above-mentioned lot of reverse-cyte a1, b 0.8%. Since the reactions observed internally are very weak and only visible in iat phase, this is indicating that the anti-a1 antibody is present in a very low level which is aligned with the us end-customer's reference laboratory ((B)(6)) and the absence of a transfusion reaction confirmed by the pathologist's report. The preexisting medical condition (severe combined immunodeficiency syndrome agammaglobulinemia treated with periodic ivig and antibiotics) could contribute to the observed reactions so that the test result is due to the patient characteristics.

Event description:
One end-customer ((B)(6)) reported the patient's abo/rh type as a rh d negative, based on results obtained from testing on (B)(6) 2019 using the grifols system, which comprised erytra instrument from diagnostic grifols sa, reverse-cyte a1, b 0.8% , ref. 213660, lot 641419001, exp. 2019-02-23 rrbcs from medion grifols diagnostics (B)(4) and dg gel 8 neutral cards, lot 18005.01 exp. 2019-04 and dg gel 8 abd card, lot 18005.01, exp. 2019-05 from diagnostic grifols (B)(4). Reportedly, the patient was subsequently transfused with an electronic crossmatch-compatible unit. Approximately 20 minutes into the transfusion, the transfusion was stopped due to a suspected putative transfusion reaction. The reported symptoms were compromised airway with desaturation - o2 saturation dropped from 92% to 88%. The patient was administered lasix and benadryl (post transfusion provider orders: lasix 40 mg IV push, benadryl 25 mg IV push). However, the pathologist's report does not mention the breathing and coughing issues. He did not comment on the diagnosis of a possible transfusion reaction. Moreover, seemingly, the patient had an additional diagnosis of pneumonia which could explain coughing and blood saturation observations. The pathologist's report does mention that the patient had a rash, and that patient's post-transfusion blood samples shows a negative dat and absence of hemolysis, which is most consistent with an allergic reaction. Furthermore, the pathologist's report states: "benadryl should be considered prophylactically for any future transfusions. This is a known complication to transfusion of blood products. This is a listed complication in the informed consent. The treatment to the allergic reaction is diphenhydramine (benadryl). Allergic reactions can be due to medications in the donor blood or proteins on the red cells or in the plasma or even food the donor ate. These are in vivo reactions that can not be identified in the blood bank pre-transfusion testing." Patient's general medical status information: admitting diagnosis: intertrochanteric fracture of left hip after falling during a seizure. Fracture treated surgically with placement of an intramedullary nail in the hip; postoperative anemia. Comorbidities: severe autism, severe combined immunodeficiency syndrome agammaglobulinemia treated with periodic ivig and antibiotics and chronic sinus tachycardia. Transfusion history: no history of transfusion prior to (B)(6) 2019 last ivig given on (b)64)2019. The customer's transfusion reaction work-up, which included a dat with pre- and post-transfusion specimens, was negative. The customer subsequently tested a patient's sample and detected 2+ reactivity with a1 reagent rbcs by tube method at immediate spin. Repeat reverse abo typing by gel method with a1 reagent rbcs was negative. Incompatibility with a rh d negative rbc units by tube and gel method was also reported by the customer. Of note, the investigation at manufacturer is currently ongoing since to some extent, discordant results were obtained. Testing on-site was performed as well by a grifols technical account specialist (tas) and patient and donor samples were sent to and tested by the end-customers reference lab ((B)(6)), the grifols reference lab ((B)(4)), as well as the manufacturer medion grifols diagnostics (B)(4) (mgd). The end-customer's 2+ reactivity in reverse typing a1 reagent rbc in tube method was neither reproduced by the tas at end-customer's site nor by (B)(6) reference laboratory and both obtained weak-positive (w+) results at i.s.. Reverse typing in gel method led to consistent negative results at different sites (end-customer, (B)(6) and mgd) and regardless of the lot and kind (grifols or competitor) of rrbcs used for testing. Discordant results were obtained during crossmatch testing in gel (all performed post-transfusion): whereas end-customer reported an incompatible (1+) crossmatch in gel using erytra instrument, (B)(4) reported compatible (negative) crossmatch results in gel. Testing at all sites ((B)(4), mgd, and (B)(6)) is consistent with the blood group of the patient as being a2 rh d negative and donor being a1 rh d negative. Whereas results at end-customer by tas, (B)(4), mgd, and (B)(6) are consistent with low-level anti-a1 being present in patient's plasma, discordant results are existing with respect to its reactivity, being either most reactive at rt ((B)(4) and tas) or ahg phase ((B)(6) and mgd). In summary, despite the ongoing investigation and some discordant results, our current understanding is that the patient had a low-level anti-a1 antibody (which was not aquired during transfusion, since it is detectable as well in pre-transfusion sample and at similar level in pre- and post-transfusion sample), and which is below the detection limit of the gel system and which can just be detected in ahg phase and/or after incubation in tube method. Thus, currently, there seems no malfunction of the involved product reverse-cyte a1, b 0.8%, ref. 213660, lot 641419001, exp. 2019-02-23 and the initial presumed potential transfusion reaction was not confirmed by the pathologist's report, which associates the patient's symptoms with an allergic reaction during the transfusion reaction. Moreover, no additional complaints were registered for reverse-cyte a1, b 0.8% , ref. 213660, lot 641419001, exp. 2019-02-23. However, given the ongoing investigation and the initial (non-confirmed) suspected potential transfusion reaction, mgd decided to proactively report this case as MDR.